Manufacturer narrative:
Follow-up received on 30-aug-2016 local quality representative confirmed that the reported lot number 18713 is invalid. Company causality comment: this spontaneous medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and approximately 6 months later complained of pelvic pain. She is scheduled for removal of essure. This event was considered serious due to its medical significance, and is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the positive temporal relationship, nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was upgraded to incident, since a surgical intervention will be required for essure removal (reported upon follow-up). Based on the available information no product quality defect was confirmed.

Event description:
This is a spontaneous case report received from a physician in united states on 08-apr-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for permanent contraception. In (B)(6) 2015 the patient complained of pelvic pain, cyclic menstrual pain that was worst week before her period, nausea, emesis, headache, pain radiating to legs and recurring yeast infection every month. She requested the removal of essure. Hsg was done on (B)(6) 2015 and showed that essure was in proper position. At the time of the report, the events were ongoing, and essure had not been removed. Follow up 26-apr-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow-up received from on 20-may-2016 from the physician and case was upgraded to incident: it was reported that essure was placed on (B)(6) 2015 with lot number 18713. Patient is scheduled for removal of device. Company causality comment: this spontaneous medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and approximately 6 months later complained of pelvic pain. She is scheduled for removal of essure. This event was considered serious due to its medical significance, and is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the positive temporal relationship, nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was upgraded to incident, since a surgical intervention will be required for essure removal (reported upon follow-up). An updated product technical complaint analysis is expected (lot number provided).

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("persistent bleeding/ abnormal bleeding") in a 27-year-old female patient who had essure (batch no. 18713 iinvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, live birth in 2007, live birth in 2012, live birth on (B)(6) 2014, migraine headache on (B)(6) 2013 and syncope on (B)(6) 2013. *on (B)(6) 2015, she had gynecology ultrasound exam which shows normal and both essure visualized in proper position. On (B)(6) 2015, she had gynecology ultrasound exam which shows that both devices seen in proper position. Hsg catheter inserted. 10 cc of contrast was instilled into the uterine cavity. Good distention of the cavity was obtained. There was no filling of either fallopian tube and no intraperitoneal spill of contrast. Bilateral proximal tubal occlusion confirmed. Current weight as of (B)(6) 2018: (B)(6) . Approximate weight at the time of essure placement: (B)(6) . On (B)(6) 2016, CT abdomen stone wo pelvis stone wo cont, findings: cholelithiasis without acute abnormality of gallbladder or pancreas. Bilateral essure tubal ligation devices in place. On (B)(6) 2017, completed radiology imaging studies: final impressions. Cholelithiasis without acute abnormality of gallbladder, minimally prominent mesenteric lymph nodes. Previously administered products included for pregnancy prevention: condoms from 2010 to 2015 and mirena. Concurrent conditions included obesity, anemia (due to pregnancy), depression, muscle cramps, productive cough, myalgia, sore throat, seasonal allergy, alcohol use, streptococcal pharyngitis, dysuria, vaginal pain, pain nos, muscle cramps and infection nos. Family history included diabetes mellitus (father), breast cancer (maternal grandmother) and diabetes mellitus (father). Concomitant products included caffeine;codeine phosphate;paracetamol (tylenol no.1) for dysmenorrhea, chloramphenicol (antibiotic) for vaginal discharge, vaginal yeast infection and vaginal infection as well as amitriptyline since (B)(6) 2016, cyclobenzaprine since (B)(6) 2016, fluconazole since (B)(6) 2015, ibuprofen since (B)(6) 2016 and tramadol since 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced nausea ("nausea"), vomiting ("vomiting, emesis/ vomiting"), fatigue ("fatigue"), alopecia ("hair loss"), dizziness ("dizziness") and pruritus allergic ("rash on ears and neck when I wear costume jewelry/ costume jewelry makes me itch and break out now") and was found to have weight increased ("weight gain"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), perineal pain ("perineal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), muscle spasms ("hands cramp really bad, feet swell and cramp/ hand and foot cramp started first"), peripheral swelling ("hands cramp really bad, feet swell and cramp/ hand and foot cramp started first"), arthralgia ("then started to have joint pain"), dermatitis contact ("rash on ears and neck when I wear costume jewelry/ costume jewelry makes me itch and break out now"), chest pain ("pain tight chest pain"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infections"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("cyclic menstrual pain that is worst week before period/ menstrual cramps/ dysmenorrhea (cramping)"), headache ("headaches"), back pain ("back pain radiating to upper and lower legs/ back pain/ back and radtating to upper and lower legs"), fungal infection ("recurring yeast infection/ yeast infections") and pain in extremity ("back pain radiating to upper and lower legs/ leg pain and hand and feet pain"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection/ utis"), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia/ abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced cystitis ("bladder infection") and vulvovaginal mycotic infection ("vaginal yeast infections"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and depression ("depression"). The patient was treated with surgery (bilateral cornual resection with removal of the essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, nausea, vomiting, headache, back pain, fungal infection, pain in extremity and abdominal pain had not resolved and the cystitis, vulvovaginal mycotic infection, urinary tract infection, migraine, perineal pain, dyspareunia, fatigue, alopecia, vaginal haemorrhage, menorrhagia, weight increased, dizziness, muscle spasms, peripheral swelling, arthralgia, pruritus allergic, dermatitis contact, chest pain, vaginal discharge, vaginal infection and depression outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, chest pain, cystitis, depression, dermatitis contact, dizziness, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, nausea, pain in extremity, pelvic pain, perineal pain, peripheral swelling, pruritus allergic, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: patient has discussed the essure removal with another physician. She desires the removal and it will be scheduled, but has not undergone surgery yet. She need for additional surgery. Her ugc test was negative. Essure worsened a previously existing injury/condition, cramps. She did not had any complications or problems that occurred at the time of essure placement procedure. She was planning for essure remova due to nausea, dizziness, fatigue, cramping and pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Computerised tomogram - on (B)(6) 2016: results: total bilateral occlusion. Hysterosalpingogram - on (B)(6) 2015: results: coils visualized in proper position. Pathology test - on (B)(6) 2019: final diagnosis: a, b. Bilateral fallopian tube segments, excision: 1. Chronic inflammation and fibrosis. 2. Medical device, see gross descriptional pathology report. Gross description: a. Labeled "a. Left tube with essure" received in formalin is a tan-pink to gray segment of fallopian tube measuring 3.7 cm in length by up to 0.5 cm in diameter. There is coiled metal wiring consistent with essure present. Representative sections are submitted in cassette a1. B. Labeled "b. Right tube with essure" received in formalin is a tan-pink to gray segment of fallopian tube and attached myometrium measuring 5.0 cm in length by up to 0.6 cm in diameter. There is coiled metal wiring consistent with essure present and it is protruding. Representative sections are submitted ill cassette b1. Microscopic description: a, b. Sections snow complete cross sections of fallopian tube with chronic inflammation, multinucleate giant cells, and fibrosis. Ultrasound scan vagina - on (B)(6) 2015: results: total bilateral occlusion; on (B)(6) 2016: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records conforming events migraine, headach, fatigue, abdominal pain, menorrhagia and weight increased. Quality-safety evaluation of ptc: lot number 18713 is invalid. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Case became incident, removal details (date & action taken with drug) were updated. Product, patient & reporter information updated. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("persistent bleeding") in a (B)(6) year-old female patient who had essure (batch no. 18713 - invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/ pain"), dysmenorrhoea ("cyclic menstrual pain that is worst week before period"), nausea ("nausea"), vomiting ("vomiting, emesis"), headache ("headaches"), back pain ("back pain radiating to upper and lower legs"), fungal infection ("recurring yeast infection") and pain in extremity ("back pain radiating to upper and lower legs"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, nausea, vomiting, headache, back pain, fungal infection, pain in extremity, abdominal pain and genital haemorrhage had not resolved. The reporter considered abdominal pain, back pain, fungal infection, genital haemorrhage, headache, nausea, pain in extremity, pelvic pain and vomiting to be related to essure. The reporter provided no causality assessment for dysmenorrhoea with essure. The reporter commented: patient has discussed the essure removal with another physician. She desires the removal and it will be scheduled, but has not undergone surgery yet. Need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: coils visualized in proper position. Quality-safety evaluation of ptc: lot number 18713 is invalid. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 29-sep-2017: follow up from summons: event persistent bleeding added and event pelvic pain changed to other event and essure start date updated to (B)(6) 2015. Case classification updated to non incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 28-feb-2017: follow up now via lawyer: additional events reported: abdominal pain, back pain, and also previously reported pelvic pain, headaches with nausea, vomiting, pain radiating to upper and lower legs,recurring yeast infections were all considered related to essure company causality comment: this spontaneous medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and approximately 6 months later complained of pelvic pain. She is scheduled for removal of essure. This event was considered serious due to its medical significance, and is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the positive temporal relationship, nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was upgraded to incident, since a surgical intervention will be required for essure removal (reported upon follow-up). Based on the available information no product quality defect was confirmed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs